Manufacturer narrative:
Obalon has attempted to obtain the medical records but has not obtained them to date. Gastroparesis is a listed contraindication for use with the product. The returned balloons were investigated and the balloon volumes were within specification. Per the labeling, each patient should be monitored closely during the entire device therapy period in order to detect the development of possible complications. Patients should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, esophageal injury, and other possible complications that could occur, and should be advised to contact their physician if these symptoms worsen over time or persist for more than 24 hours.

Event description:
A female patient with first balloon administration on (B)(6) 2018, second balloon administration on (B)(6) 2018, and third balloon administration on (B)(6) 2018, presented to an emergency room on approximately (B)(6) 2018 and was admitted with abdominal pain. The patient reported that she had nausea with vomiting for approximately two weeks. The prescribing physician and the gi who performs balloon removals were contacted by the hospital and informed that the patient was not dehydrated or obstructed but stomach distention was observed. Obalon requested information for the degree of distension, however the data was not provided and obalon's medical consultant conservatively recommended early balloon removal. A cat scan verified the balloons as inflated in the stomach but located near the pylorus. The gi recommended i.v. Fluids, an endoscopic evaluation, and advised the hospital staff to visually assess the stomach to verify that the balloons are fully inflated and to determine if they can move the balloons away from the pylorus. Since the balloons were freely moveable and there were no new findings, the gi asked the hospital not to remove any balloons and to discharge the patient after rehydration, such that they could perform their own assessment of the patient to determine whether oral hydration and medication is sufficient at controlling symptoms or to schedule an early removal at their endoscopic facility. The patient remained stable after discharge and was scheduled to be seen by the gi on tuesday, (B)(6) 2018 but cancelled the appointment. The balloon removal gi evaluated the patient on (B)(6) 2018 and determined that she was clinically stable but the patient requested the balloons be removed. On (B)(6) 2018 all three balloons which were determined to still be inflated during the removal procedure were removed and returned to obalon for investigation. The gi stated that he believes the patient has gastroparesis, which is why one of the three balloons descended in the antrum just before the pylorus but was freely moving, and the stomach did not have much motility.

Manufacturer narrative:
The complaint was submitted as hospitalization as a result of patient vomiting and abdominal distension. Balloon removal was recommended due to the concern for potential distension leading to ischemia. The patient was discharged after two days without balloon removal and removal was conducted approximately two weeks after hospitalization. The medical record was received by obalon on october 2, 2018 and obalon's medical reviewer found that the ed identified no distension at the physical exam with no rebounding or guarding. The CT scan noted distension, but it was most likely as a result of the balloons themselves not distension above and beyond what the balloons would physically show. The CT scan indicated no obstruction. There was some evidence of dehydration but not severe (elevated white blood cell count and elevated blood pressure). Bicarbonate and lactate were normal and therefore there was no presentation of ischemia.